Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings and no delivery alarms from the insulin pump. The customer stated that she was hospitalized due to a stroke. The customer stated that her blood glucose was between 73-75 mg/dl. The customer treated the low blood glucose with breakfast. The customer stated that she started to have tremors and she could not speak or move very well. The customer stated that ems was called and her blood glucose went up to 340 mg/dl. The customer was treated at the hospital and sent home. The customer stated that she had multiple no delivery alarms but was not able to troubleshoot during the time of call. The customer was advised to call back to troubleshoot.